Event description:
Report received of an over-delivery of dilaudid due to programming error. It was reported that the patient was showing signs of a reaction of the morphine sulfate pt was receiving and pt was changed to dilaudid 1mg/ml concentration. The pump was ordered to be programmed in the pca only mode to deliver a 0.1mg bolus dose upon demand. The time intervals between doses and the lock-outs were not reported. It was reported that the pump was programmed with a pca dose of 1.0mg. The rn had primed the tubing with normal saline, and since the pt had only made one bolus dose request, it was felt that the pt did not receive any narcotic. The anesthesia pain nurse noted the programming error on anesthesia rounds. There was no reported adverse patient event. The pump was turned off for an unreported length of time and then reprogrammed with the correct pca dose. The pt did not require any medical intervention. The customer contact reported that the hospital policy, which requires two nurses to check all programming of pain management therapy, was not followed. Though requested, there was no further information available.